Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device was at elective replacement indicator (eri) when received. Electrical testing revealed high current drain from the hybrid, which caused the premature battery depletion. The high current was caused by the damaged hybrid. The cause of the hybrid's damage could not be determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited excessive battery discharge. No intervention was performed. The patient will further be monitored. The patient was in stable condition.

Event description:
New information received notes that the implantable cardioverter defibrillator's excessive battery discharge re-occurred. The device was explanted and replaced. The patient condition was stable post-procedure.